Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. The device was inspected before use and there were no issues noted. The lesion was pre-dilated. It was reported that the device failed to cross the lesion and the stent struts were damaged. The cause of the damage was reportedly because the physician kept pushing hard to cross the calcified lesion and damaged the stent. No patient injury reported.